Event description:
It was stated that the customer was hospitalized. The trainer had no further information. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime, displacement and high pressure tests. Spoke was the customer's husband for more information. The customer was initially hospitalized for high blood glucose levels. The insulin pump was removed for a few days during the hospitalization. The insulin pump was put back on the customer and she was found the next morning in a coma, with a blood glucose reading of 9 mg/dl. The husband declined to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.